Event description:
During a customer visit, fujifilm's field engineer was informed of an adverse event. According to hospital staff, the "patient underwent ercp for common bile duct stone extraction; post-procedure, patient noted to have experienced a cva from air embolism. Due to patient's age and family's decision to withdraw care, patient expired."

Manufacturer narrative:
On (B)(6) 2012, fujifilm medical systems USA., inc (fmsu) field service engineer visited the user facility. According to the physician they were investigation adverse events and requested that their light source be inspected. He asked that the air pressure and flow be verified. The physician reported "post-procedure development of air embolus leading to cerebrovascular compromise and persistent neurologic dysfunction and/or death in 2 ercps and 1 egd with esophageal balloon dilation". This is one of three reports, also reference 241293-2012-00005 and 241293-2012-00007. Fmsu checked the pressure and air flow of the subject light source ((B)(4)) and satisfactory results were obtained. The light source was allowed to run continuously (5 hrs) and hourly results were collected. The light source was stable and operating within specification. A visual inspection of the light source noted some minor scratches on the top cover. The light source was sold to the customer on (B)(6) 2010, to date, no repair have been performed on the subject unit and appears to remain equipped with OEM parts. Due to the amount of time elapsed from when the patient incident occurred and limited information available from the customer, the root cause for this incident cannot be determined. Based on fmsu's inspection results, no equipment malfunction could be identified. The light source had been used clinically since the incident ((B)(6) 2011) occurred until the light source was returned to fmsu on (B)(6) 2012, for evaluation. It would appear that this incident can either be attributed to the patient's condition or user handling. This report is being submitted asa medical device report in an abundance of caution.